Manufacturer narrative:
This report is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the reported events could not be established. This product was made before countermeasures due to the operational amplifier circuit design change of the patient board (dr board), it is possible that this design change is related to the indicated event.

Event description:
Additional information reported by the customer (B)(6) 2021: the problem was noted before an unspecified diagnostic procedure. No other devices were involved in the event. There was no delay in the procedure.

Manufacturer narrative:
The device referenced in this report has returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report is confirmed. The lack of image is due to a fault printed board circuit. The housing shows normal wear. The device has the new type switch. The video connector is in normal condition. The software version is 3.01 (out of date). This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported, while setting up an evis exera iii video system center for a procedure, the device displayed no image when used with a 180 series scope and the maj-1430 cable. The same scope and maj-1430 cable were used on another tower and it worked fine and the case was started. There was no impact to the patient as a result of this occurrence.